Event description:
It was reported by the patient that the ¿implant wire¿ and ¿implant¿ are moving towards their breasts. The patient has mentioned this to the physician. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.